Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that since implant of their implantable neurostimulator (ins), it was no covering the painful part of their body where they needed coverage. The patient stated that the pain areas are right adjacent to l2-l3. They had a spasm ¿the size of a fist¿ there but felt the stimulation down the right side below the pain area and down the right leg. Since implant, the patient had tried groups a, b, c, d, e, f and had met with the manufacturer¿s representative for reprogramming 4 different times but was in terrible pain. The patient noted that during the trial for the device they had ¿zero¿ pain for 5 days. Their doctor took a picture of where this was exactly and gave it to the surgeon. They had to do a laminectomy and the patient was in a great deal of pain from the surgery. The patient was in the hospital overnight because it was quite painful. The patient was currently on group f and this was increased at the time of report and felt the stimulation increase on their right side and right leg but did not feel any relief in the painful areas. They had an appointment with their doctor in 2 weeks. Additional information received on (B)(6) 2016 reported the same issues and noted that the representative had failed every time they had tried to program the patient. It was noted that the therapy was not working as expected and that they were in a lot of pain. Further information received from the manufacturer¿s representative on (B)(6) 2016 reported that reprogramming was unsuccessful in capturing/covering the patient¿s painful area. It was noted that the doctor at the trial confirmed placement of the paddle lead at implant was identical as at the placement of the trial lead. The patient was to try ¿super¿ trigger point injections to alleviate the muscle spasms that may be causing the additional pain. If this is unsuccessful, the patient was to be referred back to the implanting doctor for a surgical consult to discuss revision of the paddle lead or intra-operative testing and possible placement of a permanent percutaneous lead slightly north and to the right of the paddle lead. Additional information received from the patient on (B)(6) 2016 report that they had met with the representative and they were ¿wonderful¿. They noted that their doctor wants to put in a ¿probe¿ to see if that would help. The issue was not resolved at the time of report. No surgical interventions occurred and it was unknown if any were planned. The patient status at the time of report was noted as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted non- malignant pain. Relevant medical history included a pre-existing pacemaker and on coumadin medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.